Event description:
The customer reports during an unspecified procedure using a 0.035" hybrid wire, a piece of the guidewire broke off in the patient's ureter. The piece was retrieved. The planned procedure was completed. There was no patient harm. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. Physical evaluation of the returned device: the device was returned without its original packaging. In addition, the device was also received without its protective sheath and introducer. The reported complaint of broken tip is confirmed as the device was returned without the tip. Upon further examination, the point of breakage seems to have signs of physical damage. The metal wire appears to be snapped and the black coating appears to be ripped. As the broken tip was not returned, it is not certain how the tip was broken off. However, it is likely that some sort of excessive force by the user was involved. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Update: additional information reported by the customer: the procedure being performed was a cystoscopy, right retrograde pyelogram, right ureteroscopy, laser lithotripsy, stone basket extraction, stent exchange for the indication of renal calculi. The procedure was a normal surgical procedure. The wire broke inside the patient's ureter when the surgeon was attempting to place the wire. The large stone presented a procedural challenge that could have contributed the wire breaking. The patient's current condition is reported as: no complaints at follow-up.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although it is unknown how the tip broke off, it was likely due to excessive force by the user. Olympus will continue to monitor field performance for this device.